Event description:
The patient reported that blood glucose increased above 13 mmol/l (234 mg/dl) after approximately one day of pod wear on the arm, which resulted in a medical event. No specific blood glucose readings were reported. The patient stated that blood glucose increased while sleeping and the pod was observed to be leaking. They were subsequently hospitalized for approximately three days. Reportedly, hospital staff informed the patient that the omnipod system had switched to manual mode due to blood glucose exceeding 13 mmol/l (234 mg/dl), and the patient reported having missed alarms because they were asleep. The patient was unable to provide additional details regarding the event, including the name of the healthcare facility where they were admitted, despite multiple good-faith efforts to obtain additional information. No further details are available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.